Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had arrested between 5 am and 5:15 am and intermittent loss of capture was confirmed on the right ventricular (rv) lead. There was functional capture during the threshold test; it was unknown what caused the loss of capture for the 5 am time period. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.